Manufacturer narrative:
Date submitted: 10sep2021.

Event description:
The customer reported the ventilator powers on, but the display does not illuminate, and he does not believe that the touchscreen is working. The device was being set up for patient use when the event occurred but there was no patient harm. Caller requested onsite repair of the unit. Other information is pending.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. It is unknown if any parts or repair has been conducted. If additional information is later obtained, the complaint will be reopened.